Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure treated the 90% restenotic, 3.5x32mm lesion of the mid lad (left anterior descending). Treatment consisted of predilation with a 3.0x20mm balloon at 14atm, placement of a 3.5x32mm taxus express2 stent at 14atm, and kissing balloon post dilation with the 3.0x20mm balloon at 8atm and the stent delivery balloon at 12atm resulting in 0% residual stenosis. The stent was confirmed to be implanted properly by ivus (intravascular ultrasound). The patient was discharged two days post procedure on bayaspirin and panaldine. No problems were found at the one month study follow up. Approximately two months post procedure, the patient discontinue panaldine and began taking plavix. The patient returned approximately three months post procedure and coronary angiography showed 50% in-stent restenosis of the mid lad. No intervention was performed at that time. At seven and ten months no angina was reported. However, at ten months the patient underwent reintervention for a 90% stenosis of the mid lad. Another manufacturer's drug eluting stent was placed resulting in 0% residual stenosis. The patient was reported to be better one day post procedure and was discharged.

Manufacturer narrative:
The device was not returned, therefore, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.